Event description:
During the operation, it was discovered that the temporary cardiac pacing electrode lead implanted in the patient had displaced and dislodged. The patient was transferred to (B)(6) hospital for permanent pacemaker placement due to poor pacing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.